Event description:
The customer reported that a pt death had occurred, and it was suspected that a monitor technician had not noticed that the leads were off for some period of time.

Manufacturer narrative:
It was reported by this customer to a philips field service engineer (fse) that a pt death had occurred, and it was suspected that a monitor technician had not noticed that the leads were off for some period of time. The hospital did not allege that any device malfunction occurred and stated that the pt was dnr and expected to die, therefore, the use of the device was not considered to be a contributing factor in this event. The fse provided logs which show alarms occurring at an earlier time with users silencing alarms and then there is a gap in which no red alarms or alarm interaction occurred followed by asystole alarms. The customer stated they considered this to be an internal issue and simply requested assistance from philips in telling them when the leads were off. Logs do not store info on inoperative conditions, therefore, no info could be provided regarding when any leads off condition occurred. The fse provided this info to the customer which satisfied their request. We will consider that the failure of the users to resolve the obvious inop condition was not a factor in the death of this dnr pt. The labeling regarding inops adequately explains that with leads off, no ECG monitoring is occurring. The available info supports that there was no malfunction or labeling problem. No further investigation or action is warranted.